Event description:
It was reported that the patient had several inappropriate shocks on different days due to oversensing. The device has been reprogrammed. There were no additional adverse patient effects. The system remains implanted.